Event description:
It was reported that the patient presented clammy and lightheaded one day post implant. Telemetry indicated bradycardia with no pacer spikes. The patient was administered meds to increase the heart rate. A subsequent interrogation revealed elevated capture thresholds and decreased lead impedance. The lead was repositioned and the patient was in stable condition and discharged.